Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 419 (mg/dl). Reportedly, the customer was advised by their health care provider (hcp) to deliver a 23 unit bolus daily for lunch. Therefore, a correction bolus was not performed due to the amount of insulin previously administered. System check with tandem technical support indicated the pump was performing as expected. The customer was guided through a site change and resumed insulin delivery.